Event description:
It was reported that there was event with a "needle holder". According to the information received, the needle holder broke shortly after it was introduced in the abdomen. The broken part was completely recovered. Further information is not available.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0074 corrective action 6. The event is filed under internal karl storz complaint ID ((B)(4)). Due to the damages visible on the returned device the root cause most likely is a high force impact which caused the insert to blast off.